Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on (B)(6) old male patient in the cardiac care unit. After the catheter was in use for 8 hours, the balloon was found leaking. As a result, it was successfully replaced with a new intra-aortic balloon (iab). There was no delay in treatment, no patient death and no patient complications were reported. The patient later expired. Additional information received on (B)(6) 2011 from the distributor stated the pump alarmed and blood was found in the tubing. The patient had a really bad heart condition and really low blood pressure and did not get better by using the iab. It was stated the death is not related to using the iab, but due to the terrible condition of the patient.